Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the energy started seeping out of the wires at the elbow joint of the permanent cautery spatula instrument. The customer used a backup instrument to resolve the issue. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the nurse to obtain additional information. The permanent cautery spatula instrument was inspected prior to use and no damage was observed. An erbe generator was used with the permanent cautery spatula. The instrument tip did not touch any staples, clips or sutures while energized. The instrument jaws were not immersed in liquid or contaminated by carbonized tissue prior to energy activation. The permanent cautery spatula is not available for return.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the permanent cautery spatula instrument with a backup instrument to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.